Manufacturer narrative:
(B)(4). Additional 510k number: k013227.

Event description:
It was reported that during placement, the implant mount fractured. The implant was backed out and another one was placed. The implant and mount are bundled devices. Tooth location 5.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The transfer mount was not returned. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the device returned, the event cannot be verified. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. UDI: (B)(4). Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Date of manufacture. Entered evaluation codes. Added manufacturer narrative.